Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_cable/snaplid, serial# unknown, product type screening device; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the trial patient had to pull the lead out 3 days ago due to it hurting so badly. The patient had the trial put in 5 days ago. It was noted that the patient had not felt anything for a long time for 3 hours or more today. In the past if the patient turned the amplitude up it was uncomfortable and today they tried to turn the voltage up and went from 6v to 8v and could not feel it.

Event description:
Follow up information reported that the patient was currently doing "great" and "very well". The patient was seen today and they had the lead in and had no discomfort. The patient was doing well therapeutically. If additional information is received, a follow up report will be sent.